Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A sample was requested from the customer, but the customer stated that it had been discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h11j16029) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Event description:
A homechoice patient (hp) contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm. The (hp) stated that the patient line had not looked right, so he trimmed down the line before he connected to the catheter. The tsr instructed the hp to end therapy. Proper procedures per the user manual were reviewed with the hp. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 regarding the system error 2240. Per the pdrn, the hp had contacted her regarding cutting the patient line, but had not mentioned the alarm. The pdrn stated that she advised the hp not to cut the line on the set. The pdn stated the hp ended up with peritonitis. Product surveillance contacted the pdrn on (B)(4) 2012 for further information regarding this peritonitis event. The pdrn stated that she did not have access to the hospital's medical records and could provide no information regarding relevant laboratory tests or what treatment was provided while the hp was hospitalized. She did confirm that this peritonitis event was due to the touch contamination when the hp cut the line. The pdrn also stated that the patient had recovered and been released from the hospital on an unknown date.